Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during testing. However, could not be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The suspect board was returned to zoll medical us; the malfunction was not duplicated and the board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device turned on and off on it's own. Complainant indicated that there was no pt involvement in the reported malfunction.